Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv). Per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the cause of the reported prosthetic valve thrombosis cannot be determined. Limited clinical information was available, determining potential contributing factors was difficult, but possibly related to one or more of the mechanisms described above. . A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our (B)(4) affiliate, a patient passed away 13 days after the implantation of a 23mm sapien xt valve. The transapical tavr procedure was uneventful. There was no problem during the postoperative course and the patient was discharged in stable condition on post-operative day (pod) 8. On pod 13, the progress was well but the patient fell at the workplace after taking a bath and passed away. An autopsy was performed. The event was initially reported as ¿sudden death based on the macroscopic autopsy findings¿. This case was later described in an article published in the (B)(6) journal ¿legal medicine¿. The article reported the following autopsy findings: ¿cardiac hypertrophy was observed (500 g). Bleeding was seen at the apex. Histologically, juvenile granulation tissue was growing. There were thrombus formations in some arterioles and myocardial necrosis developed around one day was observed. Thrombosis attached on the artificial valve. An analysis of the pacemaker implanted revealed an event of ventricular arrhythmia.¿ the physician thought that an acute ischemia due to thrombosis may have contributed to the patient¿s sudden death.